Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during a procedure, the drill stop did not engage allowing the drill to penetrate much further than intended, possibly into the spinal canal. It was reported no harm was done to the pt. This is 1 of 2 reports for this event.

Manufacturer narrative:
The mfg papers for both the fixation-sleeve f/drill bits and the drill bit were reviewed and were found to meet specs. Both instruments were examined and the sleeve shows damages. This made a proper engaging of the drill bit not possible any more. The drill bit itself is in working order and was tested with other sleeves. No product fault could be detected.